Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. It was unknown if the blood leak was noted as being an external or internal blood leak. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. There is no recall associated with this complaint. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. It was unknown if the blood leak was noted as being an external or internal blood leak. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.